Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2025-06355 - device 8 of 10`

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced ten infusion set cannula kinked event leading to hyperglycemia on (B)(6) 2025. The event occurred within three or more hours of insertion. The insertion site was abdomen, upper buttocks, inner arms, and thighs.. The infusion set was in use within twenty four. The blood glucose level was 680 mg/dl and the patient was treated with correction injections via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.